Event description:
The supprelin implant was placed in the delivery device and tested prior to use. The physician tunnelled the device in the subcutaneous tissue. The physician was unable to withdraw the plunger, a step that is necessary to leave the implant in the tissue. The physician withdrew the delivery device from the pt's arm. The physician still could not withdraw the plunger. The physician grasped the implant and removed it from the delivery device. The end of the implant had been sheared off by the delivery device. The implant was not useable. The implant was leaking fluid through the end that had been trapped in the delivery device. The physician contacted the drug representative regarding this event. The physician had previously complained to the drug representative regarding the poor manufacturing quality of the delivery device. Diagnosis or reason for use: precocious puberty.